Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support and was guided through the pump reset process, after which the cgm error did not reoccur.